Event description:
R.n. Went to client's home to administer usual med im in client's gluteal site. -client receives med and syringe/needles for this from another agency. Our home health care nurse administers. - nurse used the syringe/needle named "vanish point" which has a retractable needle which goes back into syringe after medication is administered. When nurse pulled syringe away from client's skin after administering injection needle was not in syringe or noted anywhere in sight. It was felt by nurse needle remained in client. However, when client was transferred to clinic for m.d. Eval and x-rays of the area, no needle was noted. M.d. Did not say he could feel the medication still in the tissue. The spring remains in syringe however, it is questionable where the needle is.